Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the image flickers occurred because the video function did not work properly due to a defect such as partial disconnection of the cable. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identified the phenomenon / event did not occur in the hospital.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the cable had poor contact and there's no image when a section of cable was bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned an olympus asset and reported that the image flashes on the olympus asset hd camera head. There were no reports of patient harm associated with this event.